Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 seal/cut wire inside jaws came loose on one end. Nothing was left behind in the patient. The case was finished with a different device. No patient was harmed.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The lot # 3000238664 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation. A photograph was provided by the account. A photographic inspection was conducted on (B)(6) 2022. Signs of clinical use and evidence of blood were observed on the metal tip of the harvesting device shaft, jaws, and heater wire. Charred tissue was observed between the jaws and on the heater wire. The heater wire was observed to be flexed way from the base of the hot jaw with complete detachment at the tip of the hot jaw. The gray silicone insulation on both the hot and cold jaws was observed to be intact with no visual defects observed. Based on the photographic evaluation, the reported failure "material twisted/bent wire" was confirmed. H3 other text : device not returned.